Manufacturer narrative:
The customer contacted a siemens customer care center and indicated that some patient samples were processed when quality controls (qcs) recovered out of ranges on the dimension vista instrument with (B)(4). There was an integrated multisensor technology (imt) bubble error on the process error log. A siemens customer service engineer was dispatched to the customer's site multiple times to service the dimension vista instrument with (B)(4). During these visits, the cse: replaced tubings, imt sensor, fluid harness from bottles to degasser, degasser, and imt module; performed auto alignments of the imt probe and imt module; applied correction; and ran a system check, service method check tests, diluent check, and quality controls (qcs), resulting acceptably. Siemens also ran a correlation study using both instruments. The cause of the different sodium (na) and potassium (k) results between the instruments is unknown. The dimension vista instrument with sn dv350284 is performing according to specifications. Siemens is investigating the issue. Mdrs 2517506-2018-00527, MDR 2517506-2018-00529, MDR 2517506-2018-00530, and MDR 2517506-2018-00531 were filed for this issue.

Event description:
Different sodium (na) and potassium (k) results were obtained between two dimension vista 1500 instruments (B)(4) and (B)(4) on multiple patient samples. The correct results and the result(s) reported to the physician(s) are unknown. There are no known reports of patient intervention or adverse health consequences due to the differences in na and k results obtained on patient samples.